Event description:
Patient presented to the physician with an opening of the chest incision site and observed drainage. Physician prescribed antibiotics. Patient returned for a follow-up appointment with improvement but a pinkish appearance around the incision site persisted. Physician extended the patient's antibiotics.